Manufacturer narrative:
A folow-up report wil be submitted upon completion f the investigation.

Event description:
It was reported to philips that the device had an ECG cable failure. There was no patient involvement.